Event description:
It was reported that the pt underwent a thermal ablation procedure in 2005. At one point in during the procedure the physician noted that the balloon had prolapsed into the vagina. The physician reinserted it and continued the procedure. At the post-op visit the physician noted that the pt had suffered a vaginal burn near the introitus. He treated it with silvadene and the pt healed with no sequelae.